Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
A hospital in (B)(6) reported, a patient fell from a bicycle and experienced an intercondylar fracture at the upper side of the right humerus with the distal bone fragment perforating the skin. An lcp plate was placed with 2 screws proximal and 2 screws distal to the fracture. Four days later, the patient was discharged to home with a 90° posterior plaster splint at the elbow to rectify paralysis of the radius nerve. At home, the patient got up from the sofa and felt a crack. X-rays taken on (B)(6) 2012 showed the material was disassembled at the line of supracondylar and that the most proximal screw was broken. The patient was returned to the or for removal of the hardware and revision to a longer lcp plate with 4 screws proximal and 4 screws distal to the fracture. This report is #3 of 5 for the same event.